Event description:
The customer had been hospitalized with dka. Unable to troubleshoot the pump since the customer did not have any supplies. Technician offered to replace the unit since they mention that they had been hospitalized several times since beginning pump therapy. Customer declined and said they will callback to troubleshoot the unit first.